Manufacturer narrative:
Correction: sections a.1, a.2, a.3, b.1, b.2, & h.1, b.3, b.5, b.7, d.1, d.4, d.5, d.6a, d.6b, e.1, e.2 & /e.3, h.4, h.6 & g.2. Advanced bionics considers the investigation into this non-reportable event as closed. The dizziness is not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness following programming adjustments. The recipient was prescribed meclizine; however, no improvement was noted with either the programming adjustments or the medication. Advanced bionics is in the process of gathering more information, once more information is obtained a supplemental report will be submitted.

Manufacturer narrative:
Additional information section: d1, d4, h10, d6a, & d6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient reported history of severe inner ear infection that resulted from a bad uri (upper respiratory infection) was believed to have disrupted inner ear function. The dizziness is not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.